Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump shot out insulin during priming. Customer reported that the insulin pump also had motor error alarm. Customer was able to complete rewound of insulin pump. Drive support cap was normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Pump primed properly. No motor error alarm noted. Motor passed motor test. No unexpected e70 alarm anomalies noted. Device received with minor scratched lcd window, missing end cap sticker and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).